Manufacturer narrative:
The complaint sample was evaluated, but the complaint could not be confirmed. Visual, dimensional and functional inspections all passed and the condition of the part as investigated does not support the complaint. The device history records were reviewed and no discrepancies relevant to the reported event were identified. As a specific failure mode was not identified, a root cause of this complaint cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an ankle nailing procedure, the proximal locking of the screws using the targeting device could not be performed as desired. There was no known injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.